Event description:
Staff involved in event describe that the canister on power aspirator "exploded" spilling contents. Unit manager investigated and indicated that the canister "ruptured." Unclear if the device actually exploded or imploded. Unit manager and staff verified that the equipment was set up according to the manufacturer's instructions. Per manager, the device was set up and was initially functioning without difficulty. In the early portion of the case, the canister ruptured. There was no warning that the device was going to rupture. Contents of the canister (body fluids and fat) were splashed in the immediate zone/area and shards of the container were scattered about; however, the sterile field remained sterile and no staff members were exposed to blood/body fluids or harmed. If the rupture had occurred later in the case, the sterile field could have been compromised and the likelihood that staff would have been exposed to blood/body fluids would have been much higher. The unit manager attributes the fact that the sterile field was maintained and no staff exposure/harm were due to the event occurring early in the case and that there was not much material inside the canister at the time of the rupture. A different liposuction machine and canisters from a different lot were used to complete case. This type of event has happened with all of this canister lot #. The unit manager and staff did not retain the lot number but have returned all of the affected lot to the manufacturer. The exact number of pieces returned to the manufacturer is unknown, although there were several. The settings on the suction device (flow rate and vacuum setting) are unknown. Per the unit manager, the liposuction machine that was involved in this event was checked and found to be in full working order. It was returned to use and has had no problems. The staff and surgeons that use this equipment are experienced in using it. The unit manager requested this event be reported after speaking with the manufacturer's representative. The rep indicated that this type of problem with ruptured canisters had occurred recently at more than one facility. ====================== manufacturer response for power aspirator, power aspirator (per site reporter) ====================== the manager notified the rep and the rep came and took all the product of that lot # that has malfunctioned.